Event description:
The customer reported that the v60 ventilator's display was visibly darker. There was no patient involvement when the issue occurred. No user impact and/or harm was reported.the investigation is ongoing.

Manufacturer narrative:
H10: e1- (B)(6).